Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) parameters were 'off' due to removing the patient connector too soon during implant with the diagnostic mobile programmer application. The icm remains in use. No patient complications have been reported as a result of this event.